Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a som (system on module) on the main board. The main board was replaced to resolve the report. The device was moved to manufacturing and a replacement device was sent to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.